Manufacturer narrative:
(B)(4) b5: describe event or problem - additional information, d4 lot no - additional information, d4 expiration date - additional information, primary UDI number - additional information, g3: date received by manufacturer- additional information, h2: additional information , h4 device mfg date - additional information, h6: adverse event problem component codes ¿ additional information.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.